Event description:
It was reported that during the initial deep brain stimulation (dbs) implantation procedure, the patient experienced bleeding at the implantable pulse generator (ipg) site, necessitating the use of bipolar electrocautery. Following this, the ipg developed communication issues, and attempts to restore communication using a verified remote control (rc) were unsuccessful, resulting in loss of tremor therapy. It was noted the ipg was functioning as expected prior to implantation. The patient underwent an additional procedure several days later during which fluid discharge was observed, the ipg was replaced with another unit of the same model, and the procedure was completed without further complications. The patient recovered well postoperatively.